Event description:
Md attempted to electively remove left lower extremity PICC without success. Ultrasound revealing "clot" throughout saphenous vein (per md). The line was initially pulled out an additional 4-5cm without difficulty and then resistence was encountered. Warm soak applied for one hour. On the second attempt, the line was removed with some resistance. The entire length of the catheter measured approximately 31cm (original length 30cm) upon removal. Unable to discern markings on last 10cm of catheter. "Cord" palpated in mid thigh area. Md informed. X-ray ordered and revealed approximately 4-5 cm of catheter intact in leg vessel.